Event description:
It was reported that the pump would not charge and that it was difficult to plug in thru the usb port. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.